Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, fractured 5fr triple lumen PICC 6cm from the zero external measurement. Patient is in ICU receiving multiple treatments and tpn. Extravasation injury after the fractured PICC incident.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received on 7/25/2025: symptoms of extravasation were blistering, erythema, edema and necrotic skin due to the blistering. Extravasation treated by allowing the symptoms to subside, arm sling to reduce edema and daily monitoring by clinical team. Patient recovered after 11 days with minor extravasation (eschar) still resolving. The patient stayed 1-2 days longer in the ICU than the projected step-down time. A new 5fr tl PICC was inserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 5 fr triple lumen powerpicc solo catheter was returned for evaluation. An initial visual observation revealed some biological residue within the catheter. When an attempt was made to flush each lumen of the returned catheter, a leak was observed distal to the 6 cm depth marking when flushing the white lumen, and no water was observed to flush through the distal end of the catheter. A microscopic observation revealed a longitudinal split at the leak site. The split appeared to be slightly curved with smooth and flat fracture surfaces and clean and straight edges. The damage observed in the returned sample is characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. This complaint will be recorded for future trending and monitoring purposes.